Manufacturer narrative:
Philips service reconnected the injector and tested the exposure functionality, confirming the system passed the test. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that exposure problem during imaging workflow on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.